Manufacturer narrative:
Other relevant device(s) are: product ID: 9680152, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9733686, serial/lot #: unknown. Analysis of the 9733856 found insufficient information. Unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that the scout images were performed, network cable was plugged in and the green line would not display. Multiple network cables were switched but the issue persisted. Verification displayed it was successful. Restarting the software on the navigation system did not resolve the issue. The procedure was completed without the use of navigation. Site used a c-arm. There was a delay of less than 1 hour. No known impact on patient outcome.